Manufacturer narrative:
Product complaint # (B)(4). Corrected information: adverse event or product problem, outcomes attributed to adverse event, type of reportable event¿ this medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2019-89139. Please see medwatch report # 2210968-2019-89139 for all information regarding this event.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure can you confirm the date of the initial procedure was 9/27 with dr. Jose llinas? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the needle fragment located, in what tissue/structure? What portion of the needle tip was retained in the patient (in cm)? Does the needle fragment remain retained in the patient? Were all needle fragments removed during the initial procedure? Was there any change to the patients post operative care due to the extended procedure? Can you identify the product code and lot number? What was the size of the vicryl suture used? Will the device involved in the event be returning for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. While suturing the uterus the suture needle broke off in the uterus. The patient received three x-rays, trying to locate the broken needle tip. On the first x-ray, it was located, on the second x-ray, it moved and on the third x-ray, it couldn't be located. It is unknown where the tip is, now. Patient's uterus was outside the body for five hours. It was not reported how the procedure was completed. Additional information has been requested.